Event description:
It is reported that the device was implanted in 2005. Post-op, the device loosened and a bone scan showed some hot spots. The device was removed in 2007, and replaced with a cemented femur, new poly and patella (which was not previously done). Patient was experiencing pain prior to revision surgery.

Manufacturer narrative:
Evaluation summary: the cause of the reported complaint could not be determined due to insufficient information. Evaluation: no product or x-rays were returned for review. No lot number was provided; therefore, manufacturing records could not be reviewed.